Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. H3 other text : device not received

Event description:
It was reported, ¿inserted (B)(6) 2024, securement statlock 240417, when flushing nacl. They can see leakage under the dressing, PICC line is removed and hole in the catheter at the 2cm mark are found.¿ no other information was provided. Additional information provided (B)(6) 2024: it was reported, ¿other than PICC line removal, there was no patient impact and no exposure to blood or bodily fluids. The product was used with cytotoxic medication.¿